Event description:
The article, "impact of rapid pacing time on myocardial injury in transcatheter aortic valve implantation for non-end-stage renal disease patients", was reviewed. The article presented a retrospective, single center to determine the net effect of rapid pacing (rp) on periprocedural myocardial injury (pmi) after excluding patients with severe renal dysfunction by evaluating troponin elevation following transcatheter aortic valve implantation (tavi). Devices included sapien 3 ultra resilia, corevalve evolut fx, and navitor. The article concluded that a longer rp time (rpt) significantly increased troponin levels, indicating pmi, which was associated with worse short-term prognosis of cardiovascular events. However, other factors, such as renal dysfunction, rather than only longer rpt, are also associated with increased troponin level. [The primary and corresponding author was keisuke matsuo, department of cardiology, saitama medical university, international medical center, 1397-1 yamane, hidaka-shi, saitama 350-1298, japan, with corresponding email: keisuke07171315@gmail.com]. The time frame of the study was from september 2023 to january 2025. A total of 137 patients were included in the study, of which 3 (2.2%) received an abbott device. The average age was 84 years and the majority gender was female. Comorbidities included hypertension, dyslipidemia, diabetes mellitus, smoking, peripheral artery disease, stroke, active endocarditis, carotid artery stenosis, chronic obstructive pulmonary disease, malignancy, immunodeficiency, prior heart disease, prior percutaneous coronary intervention, prior pacemaker implant, coronary artery disease, angina pectoris, chronic myocardial infarction, arrhythmia, atrial fibrillation, heart block, bicuspid aortic valve.

Manufacturer narrative:
Summarized patient outcomes/complications of navitor were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, diabetes mellitus, smoking, peripheral artery disease, stroke, active endocarditis, carotid artery stenosis, chronic obstructive pulmonary disease, malignancy, immunodeficiency, prior heart disease, prior percutaneous coronary intervention, prior pacemaker implant, coronary artery disease, angina pectoris, chronic myocardial infarction, arrhythmia, atrial fibrillation, heart block, bicuspid aortic valve. Complications reported included surgical intervention (pacemaker), heart failure, elevated troponin levels, renal dysfunction; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: impact of rapid pacing time on myocardial injury in transcatheter aortic valve implantation for non-end-stage renal disease patients.